Event description:
Pt reported that back to back tests performed on their surestep meter were 34, 3 and 300 mg/dl (262% difference). Control test result (142) using new test strips was in range (102-153). No symptoms were reported. There was no allegation of harm.